Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The subject device was returned and evaluated. The suggested event was confirmed by the repair department. Power to the spare lamp could not be supplied due to a failure of the power supply unit. Nine years or more have passed since the device was manufactured, and it is likely that parts of the power supply unit deteriorated over time due to repeated used, causing the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the emergency lamp indicator of the subject device lit up, and also the examination lamp of the subject device was not lit up and the emergency lamp was lit up. Olympus india checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power supply unit. There was no report of patient injury associated with the event.